Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) went to a routine follow up where it was discovered that the ICD was in storage mode. The battery voltage was 2.12 volts and there was no therapy available. The ICD had reached end of life (eol) in (B)(6) 2009 due to a charge time greater than 36 seconds. This patient has not been attending normal follow up visits since the ICD was implanted. No adverse patient effects were reported. Boston scientific technical services was contacted and the ts consultant discussed the replacement of this ICD with the local sales representative. At this time, this ICD remains implanted and it is unknown when a replacement procedure will be performed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.